Event description:
A company representative reported that an intraocular lens (iol) was exchanged. In a follow up, the surgeon reported that he observed posterior capsular opacification and the patient could not adjust to the iol. The lens was explanted six weeks after initial implantation.

Event description:
In a follow up, the surgeon indicated that an unapproved viscoelastic was used during the lens implantation.

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 05/14/2015. (B)(4).

Manufacturer narrative:
Reported information indicated a failure to follow the directions for use by the use of an unqualified viscoelastic in the cartridge/handpiece combination. The use of unapproved product combinations may result in lens delivery difficulties or product damage. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).